Event description:
Patient presents to ir for recanalization. During the procedure a ivus catheter was selected and utilized. The catheter made one diagnostic pass before it went blank and stopped functioning. It was withdrawn and saved for investigation.